Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the pump performed an unexpected reset and an unknown malfunction alarm occurred. Additionally, an unexpected shutdown occurred. Customer's blood glucose was 186 mg/dl. Customer reverted to an alternate pump for insulin therapy.